Event description:
Asr revision; right asr resurfacing system; reasons for revision: pain and incorrect leg length after 1st surgery.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Right asr resurfacing system. Reasons for revision: pain and alval. 2nd of 2 revisions - see (B)(4) for 1st revision. Original surgery (B)(6) 2009 - for head and sleeve. Original surgery (B)(6) 2007 - for cup see (B)(4) for details. Revision surgery of head , sleeve and cup on (B)(6) 2011. Stem stayed in situ. Update received 12 august 2014. Additional hospital and surgeon added. Kid number added and status changed to "legal". Cup added to com as it was previously erroneously added to (B)(4).

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.